Event description:
It was reported while using bd venflon¿ pro safety shielded IV catheter possible leakage occurred from the injection port. There was no patient impact. The following information was provided by the initial reporter: customer describes an event with possible leakage through the injection port with cap. Additionally, on 2021-03-22 the bd sales consultant provided the following additional information: update march 22nd: customer has not witnessed the leakage, but in the above-mentioned case has seen blood and infusion-drugs residues under the IV-securement (tegaderm patch). They use a syringe pump that is connected to the pivc (distal to a back check valve), the pump is run throughout the operation. They most often leave the cap to the injection port open to enable a rapid access for pharmaceutical treatment. Customer confirms there has been no harm to the patient.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety shielded IV catheter possible leakage occurred from the injection port. There was no patient impact. The following information was provided by the initial reporter: customer describes an event with possible leakage through the injection port with cap. Additionally, on 2021-03-22 the bd sales consultant provided the following additional information: update march 22nd: customer has not witnessed the leakage, but in the above-mentioned case has seen blood and infusion-drugs residues under the IV-securement (tegaderm patch). They use a syringe pump that is connected to the pivc (distal to a back check valve), the pump is run throughout the operation. They most often leave the cap to the injection port open to enable a rapid access for pharmaceutical treatment. Customer confirms there has been no harm to the patient.